Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02140. It was reported that shaft break occurred. The 20x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation of the lesion with a 3.0x15 and 3.25x15 non-bsc balloon catheters which resulted to a 60% residual stenosis, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, resistance was encountered while advancing the device and the shaft broke. Another 3.50 x 20 synergy drug-eluting stent was advanced and was deployed successfully. However, during removal of the stent delivery system, the stent catheter broke. The implanted 3.50 x 20 synergy was then post-dilated with a 3.5x12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 18229404 to 18460727. Device expiration date corrected from 12/17/2016 to 09/23/2016. Device manufactured date corrected from 08/10/2015 to 10/12/2015. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 296mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation of the lesion with a 3.0x15 and 3.25x15 non-bsc balloon catheters which resulted to a 60% residual stenosis, a 3.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered while advancing the device and the shaft broke. Another 3.50 x 20 synergy¿ drug-eluting stent was advanced and was deployed successfully. However, during removal of the stent delivery system, the stent catheter broke. The implanted 3.50 x 20 synergy¿ was then post-dilated with a 3.5x12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.